Manufacturer narrative:
This report pertains to the patient's left side. The date of when the patient's left breast prosthesis was removed from the patient is unknown. The patient's right side is documented in manufacturer report number 1645337-2025-01513. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two unspecified saline breast prostheses and experienced bilateral deflation post-operatively. The patient also experienced device extrusion and anisomastia on the left side. It was mentioned that the patient had a small skin tag, that when she pulled it off, it developed a hole on the left breast within a month. When the patient went to bend over, the implant came out of the patient. When the doctor observed the left breast implant that came out and squeezed it, the doctor noticed that the breast prosthesis was ruptured (the implant had over 100 tiny holes). The patient went to a wound care facility where the wound began to heal well. The patient also reported that there was a rupture on the right side. The patient noticed that the right side had a rippling affect when bending down and would move when laying down. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the right implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, device extrusion, and anisomastia. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).